Manufacturer narrative:
A follow-up email was sent to the third-party service provider, right way medical, requesting the status of the evaluation of pump 609592, including any available testing results and whether the infusion settings were retained on the device upon receipt. Right way medical confirmed that the pump had been received at its dallas facility; however, the evaluation had not yet been performed. A review of previous service records identified no prior service evaluations documenting the reported failure for this device. Complaint history was also reviewed and identified no previous complaints related to the reported failure for this device. The reported failure mode is being evaluated through the manufacturer's quality system and is under investigation in a CAPA. Device evaluation remains in progress. Upon completion of the evaluation and receipt of testing results from the third-party service provider, this MDR will be updated, as appropriate, with the results of the investigation and the manufacturer's conclusions. Refer to (B)(4).

Event description:
The reported allegation stated that pump 609592 administered an infusion in approximately 2 hours, whereas the intended infusion duration was approximately 10 to 12 hours. The reporter indicated that it was unknown whether the event was the result of a device malfunction or user error.